Manufacturer narrative:
Concomitant medical products: 6935m lead, implanted: (B)(6) 2017. Product event summary: the proximal segment of the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to endocarditis. No further patient complications have been reported as a result of this event.